Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that in order to maintain telemetry during an interrogation, the connector on the programmer had to be held up, pull ing on the connector in order to finish the device check. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer intermittently would not interrogate devices. Rf (radio frequency) head connector found loose on the link electronic module (lem) printed circuit board assembly. Analysis also found the upper display hinges were damaged and the insulation on the antenna cables was damaged (torn).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.